Event description:
Customer reported needle break off in abdomen. She went to ER and needle was removed by small incision.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.